Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that the touch screen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation. Touch screen failures due to high and out of spec resistance measurements.

Event description:
Philips received a complaint by the customer on the v60 indicating that device's touched position was observed to be out of alignment. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and a touched position was observed to be out of alignment. Although the touch screen calibration was performed, the phenomenon was not resolved. Therefore, the touch screen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.